Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon claimed that the device misfired and did not distribute staples all the way across the jaws of the instrument. There was no patient consequence. Surgeon opened a new instrument and it worked as indicated.